Event description:
It was reported that the customer experienced high blood glucose levels. Customer noticed blood in the cannula from the last infusion set change. Cold insulin is used to load cartridge. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."